Manufacturer narrative:
Initial reporter address: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "the dialysis connection technique was being performed by a patient¿s relative without training". The peritonitis was manifested by fever and vomiting. The patient was hospitalized for the peritonitis event. Treatment for the event was unknown. On an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis. It was not reported if the patient/relative were retrained on the proper aseptic technique. On an unreported date, the patient experienced sepsis. Twelve days after hospitalization, the patient passed away. The cause of death was reported as due to sepsis. It was reported the patient was not recovered from the peritonitis event. It was not reported if an autopsy was performed. No additional information is available.